Event description:
55 y/o female in ir for filter placement. During the deployment of the filter it became lodged in the sheath. The sheath and filter were saved for investigation.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. Quality engineer and complaint analyst reviewed the sample returned from the customer. Customer returned delivery catheter sheath, filter stuck in the cartridge or pre-loaded in the cartridge. Found linear wrapped on the filter hook and coil was unwrapped from the delivery catheter sheath, approximately 1.5 cm from the hub, and the complaint was confirmed. It was found that filters have been either entirely or partially encapsulated in ptfe plastic.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
(B)(6) female in ir for filter placement. During the deployment of the filter it became lodged in the sheath. The sheath and filter were saved for investigation